Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
Dealer states the right side rim of the wheel is broke. Dealer has no info on eud user.